Event description:
A delivery issue associated with a replacement abbott diabetes care (adc) device was reported. The customer initially reported receiving a "replace sensor" error message with the use of the abbott diabetes care (adc) device, which led to being unable to obtain glucose readings, therefore leading to a issued replacement device. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced sweating and dizziness and was unable to self-treat, requiring third-party administration of glucose for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.